Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis. The cause of peritonitis was unknown. Three days prior to the receipt of this report, the pt was hospitalized for the event. The pt received treatment for the peritonitis with ceftazidime (1 gram, intraperitoneally (ip) for 10 days) and vancomycin (500mg, ip, every other day for 10 days). Six days after being admitted to the hospital, the pt was discharged. At the time of this report, the patient had recovered from the event and dianeal therapies were ongoing. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot numbers gd896191 and gd896209 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition. Should additional relevant information become available, a follow-up will be submitted. This is the same patient as (B)(4).